Event description:
Per report, after a successful transfemoral deployment of a sapien valve, the physician noted resistance while retrieving the 22 fr sheath. There were no difficulties with the dilators, or while inserting the sheath. A small dissection on the femoral artery was noted on aortogram, which was repaired with a stent. The patient was stable after procedure. The minimal luminal vessel diameter was 7.5mm, with mild calcification and no tortuosity.

Manufacturer narrative:
The device was discarded, as the physician did not believe the dissection was due to a device malfunction. Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure and use of the transcatheter avr devices. There are several factors that can contribute to this type of issue, including patient anatomy, vessel characteristics, and procedural factors. The instructions for use (IFU) contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The exact cause for the reported dissection in this case cannot be confirmed. Per the edwards thv physician training guide, the minimal luminal vessel diameter was within the recommended range for the use of this sheath. However, it was reported that there was mild calcification. The physician reported resistance while retrieving the sheath. It is possible that the calcification contributed to the resistance encountered. Per report, the event was not considered to be due to a sheath malfunction. No additional actions are required at this time.